Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of the amia cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further specified that "medium size" bubbles were at the top of the patient line. It was noted the nurse "flushed the line". Renal therapy services (rts) advised the nurse to ending the therapy session. Proper procedures per the user manual were reviewed with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.